Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a leak from the vaporizer valve port o-rings. The o-rings were replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not able to mechanically ventilate. There was no report of patient involvement.

Manufacturer narrative:
The failure discovered was a 2.5lpm leak. A leak of that size would not have required medical intervention to prevent patient injury and would not have prevented mechanical ventilation. The initial reported event was not reportable.